Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 6 years have passed since the subject device was manufactured. It is likely the phenomenon occurred because the device deteriorated by long-term use, or the user used the device in a state where foreign substances such as dust, dirt, and/or chemical liquid residue adhered on the electrical contacts of the video connector. The following verbiage is identified within the instruction manual: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; video connection problems were observed when the returned device was tested with olympus series 190 scopes. The cause was assigned to a faulty scope socket.

Event description:
A user facility reported to olympus that whatever scope was plugged into processor, the image disappeared. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.